Event description:
A hosp in (B)(6) reported via a distributor that an air leakage was detected at the water trap of 5 rt212 adult breathing circuits particularly after emptying the water out and reconnecting the bowl. This occurred during pt use. No pt consequence was reported.

Manufacturer narrative:
(B)(4). This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in (B)(4). The product is not sold in the USA, but it is similar to a product which is sold in the USA. The 510 (k) for that product is k983112. The rt212 adult inspiratory heated breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report upon completion of the investigation.